Event description:
Reporter indicated that device interrogation at office visit revealed that the patient's generator was not programmed to the same settings as it was set to at previous office visit. It was reported that the patient was last seen two months ago and that a final interrogation of the device was performed at that visit to confirm device settings to be 1.25ma/30hz/250usec/30secon/5minoff for normal mode and 1.5ma/30secon/250usec for magnet mode. Device interrogation at next office visit two months later revealed different device settings as follows: 1.25ma/20hz/500usec/30secon/60minoff for normal mode and 1.5ma/30secon/500usec for magnet mode. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator had not reached end of service. Neurologist decided to replace the generator because of the length of time that it had been implanted. User error during programming session at previous office visit is suspected.